Event description:
No additional information.

Manufacturer narrative:
Three 2000e7d samples from lot 1030296 were received for investigation of (B)(4), in which the customer has stated: "although no intervention was made after the smartsite was inserted, the nurse noticed blood leakage. It was also stated that there were occasional difficulties in delivering liquid." As the feedback indicates that two separate issues were observed, the investigation will be conducted in two parts: 1) smartsite leakage ¿ to be investigated under (B)(4). 2) smartsite occlusions ¿ to be investigated under (B)(4). The customer also provided a photograph, analysis of which confirms the report of leakage; however a closer analysis of the sample could not determine a root cause for the observed leakage. Examination of the returned samples noted that one was received without packaging, whilst the remaining two were both received in sealed packaging from lot 1030296. One 5ml setecoject luer slip syringe was also received to aid the investigation; however, no packaging was received with the product. No leakages or flow restrictions were observed when using the setecoject syringe with each of the returned smartsite products. However, a closer inspection of the setecoject syringe luer tip noted some flash was present (appendix 2). This type of feature on the luer tip is known to intermittently hinder the activation of the smartsite component. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 1030296 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. Please note, the presence of flash on the tip of the male luer has been shown in the past to intermittently lead to restricted flow due to the edges pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same male luer which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite product in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter: occasional difficulties in delivering liquid.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.